Event description:
It was reported that foreign body in the sheath occurred. The patient had 90% stenosis in the c1 segment of the right internal carotid artery and the patient was under local aneshthesia. Imaging revealed stenosis in the c1 segment of the right internal carotid artery. The 8fmach1 guide catheter was replaced, and a guide wire was inserted to the cavernous sinus segment of the internal carotid artery.the bsc ez filterwire was selected and placed at the distal 2 cm of the lesion. During unpacking, a foreign body was discovered in the delivery sheath of a sterling 4.0mmx30x135cm balloon. Additionally, resistance was encountered when advancing the balloon along the filter wire. The balloon was repositioned, and a 7x40 wallstent was successfully deployed along the filter wire. Follow-up angiography confirmed proper stent placement, and the procedure was completed successfully. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. No foreign material or abnormalities can be seen with the device. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the guidewire lumen is separated.

Event description:
It was reported that foreign body in the sheath occurred. The patient had 90% stenosis in the c1 segment of the right internal carotid artery and the patient was under local anesthesia. Imaging revealed stenosis in the c1 segment of the right internal carotid artery. The 8fmach1 guide catheter was replaced, and a guide wire was inserted to the cavernous sinus segment of the internal carotid artery. The bsc ez filterwire was selected and placed at the distal 2 cm of the lesion. During unpacking, a foreign body was discovered in the delivery sheath of a sterling 4.0mmx30x135cm balloon. Additionally, resistance was encountered when advancing the balloon along the filter wire. The balloon was repositioned, and a 7x40 wallstent was successfully deployed along the filter wire. Follow-up angiography confirmed proper stent placement, and the procedure was completed successfully. The procedure was completed with another of the same device. The patient condition following procedure was stable.